Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after experiencing a syncopal episode. The device exhibited non-sustained rv oversensing, low sensing, and loss of capture. The lead was suspected to be out of position. The lead was explanted. The patient was discharged post procedure without any complications.